Event description:
It was reported that the patient with this pacemaker experienced discomfort and pain on the device site. Subsequently, the device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.